Manufacturer narrative:
This toothbrush is part of recall number z-2098-2012. The head was made at the following location. Contract manufacturer: (B)(4). The handle and charger were made at the following location. Contract manufacturer: hayco ltd. (B)(4).

Event description:
Consumer reports malfunction. Rechargeable base burnt; no injury associated.